Manufacturer narrative:
Concomitant medical products: product ID: dtba1d1 ICD, implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the physician was concerned over the failure of the device to sense ventricular fibrillation (vf) and lack of device therapy, and subsequent death of the patient. The device recorded several episodes for what appears to be an agonal arrhythmia. One episode shows the device withheld therapy for several beats for right ventricular (rv) lead noise. Device delivered several atp therapies in ventricular tachycardia (vt) and fvt zone. Several of the atps appear to not capture the ventricle as the vt seems to continue unchanged by atp. Eventually the device detects vf, but the defib is aborted as rates slow. The cause of death is unknown.